Manufacturer narrative:
Brand name of product was not provided. Common device name was not provided. Lot information of product was not provided. Approximate age of device is unknown as lot information was not provided. (B)(4). Device manufacture date was unknown as lot information was not provided.

Event description:
A (B)(6) male patient was brought in for a follow up aaa repair. The patient was found to have ruptured aneurysm that had ruptured into the vena cava. Per the CT scan that the iliac stent had migrated into the aneurysm into the aneurysm sac and caused a type 1b leak that eventually resulted in a rupture. An open repair was done and graft was sewn to the proximal portion of the remaining aaa graft. The district manager has emailed and confirmed he is still trying to obtain more information and the patient outcome. Info received will be updated and notification sent on (B)(6) 2016: the physician confirmed the graft was explanted, repaired the artacaval fistula and repaired the aaa. The patient did well and released to go home. (B)(6) 2016. Patient outcome has been requested, but is currently unknown.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control data and trends was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The reporter indicated that imaging will not be provided. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The IFU indicates numerous circumstances under which migration of the device may occur. These include inaccurate placement and/or incomplete sealing of the device within the vessel, inadequate fixation of the device, inadequate overlap of the iliac leg graft, and thrombus-lined or calcified aortic neck. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that a patient was brought in for a follow up abdominal aortic aneurysm (aaa) repair. The patient was found to have an aneurysm that had ruptured into the vena cava. Per the computed tomography (CT) scan, the iliac stent had migrated into the aneurysm, into the aneurysm sac, and caused a type 1b leak that eventually resulted in a rupture. An open repair was done and a graft was sewn to the proximal portion of the remaining aaa graft. The physician eventually explanted the graft, repaired the aortacaval fistula, and repaired the aaa. The patient reportedly ¿did really well and went home¿.